Event description:
Information was received indicating that five days following placement of a smiths medical portex® bivona flextend¿ tts¿ pediatric tracheostomy tube the patient was having ventilation issues. Physician and respiratory therapist were at the bedside noting that the cuff would not hold inflation and that ventilator would read 50% leak within minutes. Subsequently, the patient underwent a tracheostomy (trach) tube change out. It was reported that the cuff was inflated on one side following removal of the trach. There were no further adverse effects.

Manufacturer narrative:
One bivona flextend tts pediatric tracheostomy tube was returned for analysis in used condition. No damage was detected upon visual examination. The trach tube was tested for leaks by inflating the sample with air while submerged under water; noting that the cuff was not inflating uniformly. The cuff was then manipulated; inflating the entire cuff. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely; observing no leaks. No leakage was reported following submersion of product under water and manipulation of the balloon. The cuff was then inflated with water; noting no leaks. A review of the manufacturing process was performed; no discrepancies noted. The assembly process and training records reviewed; no discrepancies. Verification of 32 units were reviewed; no discrepancies noted. Based on the evidence there is no root cause as the complaint was not confirmed.